Event description:
The customer reported that the device rebooted as therapy was being delivered. There was patient involvement, but no patient harm reported.

Event description:
The customer reported that the device rebooted as therapy was being delivered. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.